Event description:
The pt reported that she activated the device at 9:39 am on (B)(6) 2012 and the 8:48 pm that night her blood glucose measured 129 mg/dl. At 3:56 am on (B)(6), her bg was 332 mg/dl, so she corrected with a 3.15 unit bolus dose of insulin. By 8:38 am it was up to 360 mg/dl and another 3.9 unit bolus was given. At 9:55 am with bg of 312 mg/dl she was having breakfast, estimated to contain 65 grams of carbohydrate and took a 3.70 unit bolus. Her bg at 11:57 am was 473 mg/dl (4.35 unit correction bolus) and at 3:45 pm was 377 mg/dl (3.50 unit bolus). At 4:00 pm she was eating about 35 grams of carbohydrate and took a bolus of 2.20 units. At 5:43 pm her bg was up to 441 mg/dl and she corrected with two boluses, 2.60 and 3.0 units. At 7:02 pm her bg was 392 mg/dl; she contacted her doctor who sent her to the emergency room. At 10:36 pm her bg was 496 mg/dl. She was not admitted at first, but eventually was. The device was removed and she was treated with a drip containing 10 units of insulin. She was released the next morning at 8:15.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No malfunction or other product condition that would have contributed to the user hyperglycemia or hospitalization was found. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider, " and advises "if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then, contact your healthcare provider for guidance."